Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
After placing an aortic endoprosthesis in the injured abdominal aortic aneurysm, the 5f 110cm 6 side holes (sh) super torque pigtail marker band (mb) angiographic catheter broke in the middle inside the patient when trying to remove it due to resistance, after verifying that they were in the lumen of the prosthesis. It was possible to recover the piece of the catheter that remained inside the patient removing it inside an unknown introducer. It could be removed by inserting the catheter into a long unknown introducer to remove it without jumping from the guide that was being used at the time. This catheter has been broken other times. Likewise, the radiopaque marks moved and did not allow an adequate measurement of the lengths of the lesions. There was no calcification, stenosis, angulation or vessel tortuosity. The access site was the femoral. An 18f sheath with a 0.035 guidewire were also used in the procedure. There were no anomalies noted when removed from the package or during prep. The device was not inserted through a stopcock instead of a hemostatic valve. There was no resistance met while advancing the device and no excessive torquing was required. There was also no resistance met while advancing the device over the guidewire. There was resistance met while withdrawing the device and it separated about 20cm from the distal end. All of the marker bands were present on the catheter when it was removed. The patient was discharged home. Procedural films were requested but are not available. The device will be returned for evaluation.

Manufacturer narrative:
The device was returned and section d9 was updated accordingly. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. The completed engineering report will be submitted within 30 days upon receipt.

Manufacturer narrative:
After placing an aortic endoprosthesis in the injured abdominal aortic aneurysm, the 5f 110cm 6 side holes (sh) super torque pigtail marker band (mb) angiographic catheter broke in the middle inside the patient when trying to remove it due to resistance, after verifying that they were in the lumen of the prosthesis. It was possible to recover the piece of the catheter that remained inside the patient removing it inside an unknown introducer. It could be removed by inserting the catheter into a long unknown introducer to remove it without jumping from the guide that was being used at the time. This catheter has been broken other times. Likewise, the radiopaque marks moved and did not allow an adequate measurement of the lengths of the lesions. There was no calcification, stenosis, angulation or vessel tortuosity. The access site was the femoral. An 18f sheath with a 0.035 guidewire were also used in the procedure. There were no anomalies noted when removed from the package or during prep. The device was not inserted through a stopcock instead of a hemostatic valve. There was no resistance met while advancing the device and no excessive torquing was required. There was also no resistance met while advancing the device over the guidewire. There was resistance met while withdrawing the device and it separated about 20cm from the distal end. All of the marker bands were present on the catheter when it was removed. The patient was discharged home. One non-sterile cath mb 5f pig 110cm 6sh unit was received for analysis. Per visual analysis, the dx unit and an unknown catheter sheath introducer and its vessel dilator were returned for analysis. The marker bands on the device were observed moved/out of position, the unit presented thirteen out of the twenty marker bands moved/out of position at the distal section of the unit. A separated condition was also observed on the catheter. A dimensional analysis was performed to verify the correct catheter outer diameter and inner diameter, measurements were taken near of the affected areas from the distal tip. Dimensional analysis results were found within specification. Per microscopic analysis, amplified image of the moved marker bands was taken. Due the separated condition of the unit, a sem analysis was performed, and results showed the separated area of the body/shaft of the cath mb 5f pig 110 cm 6sh unit presented evidence of cup and cone shape-like and elongations on the body/shaft material of the unit. The cup and cone shape-like and elongations found on the body/shaft material of the unit are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the body/shaft material was induced to a tensile force that exceeded the body/shaft material yield strength prior to the separation. No other anomalies were observed during sem analysis. A product history record (phr) review of lot 17948342 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event by the customer as ¿catheter (body/shaft) ¿ withdrawal difficulty¿ was not confirmed since the functional analysis could not be performed due the separated condition. The reported event by the customer as ¿catheter (body/shaft) ¿ separated - in-patient¿ was confirmed since a separated condition was found on the body of the unit. The sem results showed that the cup and cone shape-like and elongations found on the body/shaft material of the unit are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the body/shaft material was induced to a tensile force that exceeded the body/shaft material yield strength prior to the separation. The reported event by the customer as ¿marker band (supertorque) ¿ offset/out of position - in-patient¿ was confirmed since during visual analysis marker bands were found offset/out of position. Dimensional analysis was found within specification. Procedural and/or handling factors might have contributed to the reported conditions on the unit since the device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. Per the instructions for use (IFU), which is not intended as a mitigation of risk, ¿failure to observe these instructions may result in damage, breakage, or separation of the catheter or the markerbands, which may necessitate additional intervention. Manipulation of the catheter under excessive friction due to interaction with other devices or while trapped in the vasculature, can lead to stretching or elongation of the catheter. Stretching or elongation of the catheter during endovascular procedures could result in the marker bands moving along the catheter. In extreme cases, marker bands may come off the catheter and dislodge into the vascular system. Dislodgement of the marker bands into the vascular system can result in additional intervention, embolism, thrombosis or other vascular complications. Avoid excessive tension on the device during manipulation. Extreme care to avoid stretching or elongation must be exercised during manipulation and withdrawal.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.